Event description:
Pt reported that, while priming, no insulin came through the infusion set tubing. They removed the device's adapter, and found that insulin had leaked into the device's cartridge chamber. Pt stated that there was no apparent damage to the insulin cartridge. They stated that they were able to resolve the concern by changing the infusion set tubing, leading pt to conclude that the previous tubing was defective. Pt's blood glucose was not affected and no treatment was received.